Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump was "off". The customer was uncertain as to how this occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer adjusted the time setting.